Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD) with another manufacturer's chronic implantable defibrillation lead, high out of range shock impedance measurements greater than 125 ohms were observed. The chronic implantable defibrillation lead was surgically abandoned and replaced. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.